Event description:
Related manufacturer reference number: 2017865-2022-51109. It was reported the patient presented to the hospital. Upon interrogation it was discovered the atrial lead exhibited loss of capture and undersensing. The right ventricular lead exhibited a failure to capture and was oversensing far p waves which resulted in an inappropriate shock. X-ray confirmed the atrial and right ventricular lead had dislodged. While attempting to reposition the atrial lead, the helix would not extend properly. While attempting to reposition the right ventricular lead, the helix would not extend properly. The atrial and right ventricular leads were explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events of dislodgement, oversensing, inappropriate shock and failure to capture were not confirmed while the event of helix extension issue was confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix was bent/damaged due to procedural damage and was clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the bent/damaged helix, the helix clogged with blood/tissue and the over torqued inner coil in the connector region.